Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-29-us, serial/lot #: (B)(4), ubd: 20-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and nine months following the implant of this transcatheter bioprosthetic valve, the patient presented with cardiogenic shock and echocardiogram showed a gradient of 60 millimeters of mercury (mmhg). A ventricular assist device was placed and a second valve was implanted the following day, reducing the gradient to 10 mmhg. It was reported that the physician considered post-dilating the valve but a decision was made not to. Two days following the procedure, it was noted that the gradient had increased to 45 mmhg due to under-expansion of the valve. A balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic balloon to successfully treat the gradient. The patient was reported to be stable following the procedure. No additional adverse patient effects were reported.